Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. There is a buildup of biological material in the both jaws. No clip was in the first position in the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. No clip fired. Another attempt was made and, this time, a clip was unable to properly load into the jaws as it didn't latch on to the bottom jaw. It appears that the buildup of biological material in the bottom jaw prevented the clip from loading properly. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. The root cause of this complaint issue is the buildup of biological material in the bottom jaw. There were no functional issues found with the device itself. Therefore, based on the condition of the returned sample, unintentional user error caused or contributed to this event. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clip misfire" was confirmed based upon the sample received. Upon functional inspection, it was found that a buildup of biological material was stuck in the bottom jaw which prevented the clips from properly loading. There were no functional issues found with the device. Since the clips were unable to load due to the buildup of biological material in the jaw, unintentional user error caused or contributed to this event.

Event description:
It was reported that the clip could not be fired properly during usage on the patient.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73f1800267 investigation did not show issues related to complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip could not be fired properly during usage on the patient.